Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) using an 80 cm. Powerflexpro 6 mm. X 6 cm. Balloon catheter (bc), there was "blocking of the guidewire in the catheter. All the system was withdrawn, according to the customer the withdrawal was made with difficulty." Another like device was used to perform the angioplasty. There was no reported patient injury. The product is being returned for inspection. Addendum: additional information received indicated that the product was able to be introduced into the patient despite the reported product issue. The product issue occurred during withdrawal of the product. The complaint product was successfully inflated in the patient. The product issue was not thought to be possibly due to blockage of the guidewire (gw) lumen with foreign material. The guidewire used was not a cordis product and is not available for inspection. The complaint product and guidewire were successfully withdrawn from the patient. The procedure was successfully completed without patient injury. There was no reported product issue with the guidewire used. The same guidewire was used to complete the procedure. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported problem flushing the catheter. The approach was from the right femoral. The target lesion was the right common iliac artery. The target lesion was reported to be: short, and ostial. No other product issue was noted upon inspection of the product after removal from the patient. The product is not being returned for inspection. No additional information is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) using an 80 cm. Powerflex pro 6 mm. X 6 cm. Balloon catheter (bc), there was ¿blocking of the guidewire in the catheter. All the system was withdrawn. According to the customer the withdrawal was made with difficulty.¿ another like device was used to perform the angioplasty. There was no reported patient injury. Additional information received indicated that the product was able to be introduced into the patient despite the reported product issue. The product issue occurred during withdrawal of the product. The complaint product was successfully inflated in the patient. The product issue was not thought to be possibly due to blockage of the guidewire (gw) lumen with foreign material. The guidewire used was not a cordis product and is not available for inspection. The complaint product and guidewire were successfully withdrawn from the patient. The procedure was successfully completed without patient injury. There was no reported product issue with the guidewire used. The same guidewire was used to complete the procedure. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported problem flushing the catheter. The approach was from the right femoral. The target lesion was the right common iliac artery. The target lesion was reported to be: short, and ostial. No other product issue was noted upon inspection of the product after removal from the patient. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17098703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire lumen obstructed: particles cannot be injected (peripheral)¿ and ¿pta system withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Procedural factors may have had an impact on the event. According to the IFU, ¿when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Carefully advance the catheter through a sheath or guide catheter through the percutaneous entry site. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 17098703 revealed no anomalies during the manufacturing and inspection processes. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The product return is till pending. Additional information will be submitted within 30 days upon receipt.